Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant was found to be leaking".

Event description:
Patient reported "implant was found to be leaking." The device has been explanted and replaced.